Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the electric pen drive device had the wrong rotation and an auto run. It was further determined that the positioning pin was broken and was stuck in the housing during disassembly. It was further determined that the device failed pretest for check function and direction of rotation, check function with test hand switch and check function with foot pedal. It was noted in the service order that the device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the date returned to manufacturer was documented as 2/18/2018 in the initial report and has been updated as 2/19/2018. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as 2/19/2018 in the initial report and has been updated as 2/18/2018. Device evaluation update: upon further investigation, it was further determined that the control unit was not functioning and was defective. It was further determined that the control, motor and housing were defective. The assignable root cause has been updated from not determined to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The correct country of this report has been corrected from (B)(6). All of the reporter¿s information has been updated accordingly. (B)(6). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.